Event description:
Sharing a c-trc unit with another room, when the probe and machine was passed to another room it was found to have blood on it. The drape was tested w/saline and found to have a pin-hole in it. The dr gave the pt a dose of ancef intra-op.

Manufacturer narrative:
Product is purchased from a supplier and tested at assembly to drape. Other devices evaluated, no similar occurrences.